Event description:
Seventeen months after index procedure, a mace occurred during the follow-up interval. The mace was specified as a ptca (tlr) of the previously treated lesion 1-1. The reason for the re-ptca was restenosis and total occlusion. Timi flow was o. The event narraive indicates treated by poba. The event had a highly probable relationship to the device and was unlikely related to the procedure. The event was mild in severity and serious requiring 2 days of inpatient hospitalization. It was resolved without sequel. Produced 2: seventeen months after index procedure, the patient presented with stable angina (ccs3) and 1-vessel coronary disease. The pre-procedure medications included: plavix, asa, statins, and beta-blockers. The pre-procedure cardiac enzymes were not available. A balloon only was inflated in the following target lesion"